Manufacturer narrative:
The fse that encountered the issue noticed the unit was cycling on and off which is abnormal. Troubleshot to bad battery. Fse was able to verify both charging bays were functional with new batteries. When defective battery placed back into charger, unit exhibits abnomral cycling confirming a bad battery. Fse replaced both batteries and unit charging per normal. Unit passed all functional and safety tests per factory specifications. Returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
During a service visit for a different device, the getinge field service engineer (gfse) noticed that the cardiosave intra-aortic balloon pump (iabp) battery #2 was not charging prior to use. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
The aware date(g3) reported in follow-up report 1 was submitted incorrectly. The aware date should read: 03jan2024.